Event description:
The lead was capped.

Manufacturer narrative:
The field experience of no communication was verified in the laboratory. The device would not communicate with a programmer due to battery depletion. The battery was sent back to the vendor for further evaluation. Analysis found an internal anomaly within the battery. This anomaly caused the battery depletion.